Manufacturer narrative:
Medical product: cortical bone screw, 4x26mm; catalog#: 47-2486-126-40; lot#: 3048178. Cortical bone screw, 4x30mm; catalog#: 47-2486-130-40; lot#: 3024386. Washer small: catalog#: 47-24880-00-04 ; lot#: 3025214. Proximal humerus nail cap, 0mm; catalog#: 47-2488-010-00; lot#: 3068368. Torque limiting handle: catalog#: 27923; lot#: unknown. X-rays, photographs were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2022-00030; 0009613350-2022-00033. In transit to manufacturer.

Event description:
It was reported that the patient had a revision due to migration.

Manufacturer narrative:
Investigation results are now available. During the investigation it was concluded that the device previously submitted on this medwatch is a concomitant device and not a main device of this event. Please remove 0009613350-2022-00032 from your records. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2022-00030-1. 0009613350-2022-00033-1.

Event description:
Investigation results are now available. During the investigation it was concluded that the device previously submitted in this medwatch is a concomitant device and not a main device of this event. Please delete this report from your records.